Manufacturer narrative:
Additional information: there were no cracks made to the handle to complete the deployment. Only the stent had been implanted in the patient's body. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation the entrust stent delivery system, (sds), was received with its deployment handle split opened, the deployment thumbwheel loose with the pull cable separated from the silver colored outer sheath, the blue strain relief/isolation sheath separated from the gold colored isolation sheath, a kink in the inner guidewire lumen just distal of the distal tip of the blue isolation sheath and a kink in the inner guidewire lumen just proximal to the proximal end of the silver colored outer sheath. The blue isolation sheath has been advanced to its proximal limit, (e.g. The proximal hub luer lock). The gold colored isolation sheath has been moved distally exposing the inner guidewire lumen and proximal end of silver colored outer sheath. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use an everflex entrust with a 4.5fr non-medtronic sheath, 6fr non-medtronic sheath, and 0.035 non-medtronic guidewire during treatment of a lesion in the patient¿s mid left common iliac artery. Severe vessel tortuosity and mild calcification are reported. Embolic protection was not used. No issues were noted to the device packaging prior to use. No issues were noted when removing the device from the packaging. IFU was followed and the device was prepped without issue. The thumbscrew/lock-pin was checked for securement prior to procedure. Pre-dilation was performed. The device was not passed through a previously deployed stent. Resistance is reported during advancement which is suspected to have caused kinking/twisting of the catheter. The lock-pin was removed prior to attempted deployment. Deployment issues are reported. Excessive force was used during attempted delivery. Approximately 40% of the stent was deployed and it is reported the wire snapped from the wheel making it no longer possible to deploy as per IFU. The remainder of the stent was then deployed using the pin and pull method. The stent is reported to have been implanted safely. No patient injury reported.